Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Micro tornado hp w handcontrol. Patient harm: no. Surgery delay: no. How case was completed: held the cord so surgery could continue. Issue: keeps shorting out. Had it reprocessed and still problem exists.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. As per service manual operational and diagnostic analysis confirmed reported issue of damaged cable. Device disassembled and decontaminated as per the service manual during initial evaluation. Replaced cable as identified in the investigation to address the reported issue. Replaced seals and screws per pm process. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed . At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. As per service manual operational and diagnostic analysis confirmed reported issue of damaged cable. Device disassembled and decontaminated as per the service manual during initial evaluation. Replaced cable as identified in the investigation to address the reported issue. Replaced seals and screws per pm process. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed . At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).